Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's mother stated during drain 3 the cycler received an air detected in cassette. Patient's mother stated she can see a few air bubbles in the patient line. Patient's mother noticed the patient line has a little hole in it and fluid is draining out. Patient's mother stated the patient may have cut the patient with his fork. A follow up call was made to the patient's nurse who reported that she was aware of the reported issue. The patient had presented to the clinic on (B)(6) 2017 with abdominal pain; a culture was taken .the nurse confirmed the patient had peritonitis due break of sterile technique. The patient had punctured a hole in the patient line with his fork and that was the cause of the peritonitis. The patient was administered vancomycin. The peritonitis has resolved and the patient is doing well and the supplies was discarded.

Manufacturer narrative:
Although a temporal relationship between the diagnosis of ¿sterile peritonitis¿, abdominal pain and the fresenius products/liberty cycler exists, there is no documentation in the file to indicate a causal relationship between any fresenius product and the incidence of outpatient ¿sterile¿ peritonitis. The potential causality is a break in sterile technique with the patient possibly puncturing the patient line with a fork causing a fluid leak. Additionally, there is no reported allegations against any fresenius products and the event of peritonitis.

Event description:
On (B)(6) 2017 during a follow up call to the pdrn it was revealed the pt had sterile peritonitis fluid culture performed in the clinic , results were negative for bacterial growth but positive for white blood cell count was 3509. The patient continued to experience/ complain of abdominal pain and subsequently required hospital admission and currently being actively treated in the hospital. Additionally, the nurse states it is possible the patient will be discharged on (B)(6) 2017. The course of this hospitalization is presently unknown as well as any additional, medical /surgical/procedural interventions or treatments that may have occurred during the hospital stay.